Event description:
It was reported that needle 18g 1-1/2in tw had foreign matter inside the needle hub. This occurred on 2 occasions before use. The following information was provided by the initial reporter: black contaminants on and inside needle hub.

Manufacturer narrative:
The following fields were updated due to additional information:d.10. Device available for eval?: yes.d.10. Returned to manufacturer on: 9/17/2020.h.6. Investigation: two photos and two samples were received by our quality team for evaluation. Visual inspection showed black embedded foreign matter on one sample and no foreign matter on the other sample. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which starts to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from the plastic remains in the plasticizing unit and starts to carbonize on the inner wall of the cylinder and on the screw surface. The injection screw was not adequately cleaned to remove the carbonized layer and there was no preventative maintenance to perform purging to prevent formation of the carbonized layer. An enhanced cleaning to the injection screw for all needle molding press will be performed and a preventative maintenance for all needle molding press to perform purging with dyna purge has been added.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18g 1-1/2in tw had foreign matter inside the needle hub. This occurred on 2 occasions before use. The following information was provided by the initial reporter: black contaminants on and inside needle hub.